Event description:
Information received alleged that the brakes were engaging but not holding. No injury alleged.

Manufacturer narrative:
Technician found the bed in storage area. Found screw broken in hex rod. Replaced the rod and screw to resolve this issue.